Manufacturer narrative:
The manufacturer's field service engineer could not duplicate the customer's complaint although there was e/c 3117 and e/c 3152 confirmed in the drpt. The manufacturer¿s field service engineer educated the customer on both diagnostic error codes. The fse performed a full performance verification test of ventilator. Unit passed all tests successfully. Returned unit to service.

Event description:
The customer reported that the unit failed the crossover circuit test (est test 5). There was no patient involvement.